Event description:
It was reported that the insulin pump alarmed for a button error. The insulin pump was not exposed to moisture and no button was pressed for three minutes or longer. The buttons were unresponsive. The blood glucose reading was 128 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, cracked belt clip slot and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.